Event description:
Customer received a result of 155 mg/dl on compact plus system 1, and results of 30 mg/dl and 35 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20809351, expiration date 04/30/2015). Reference medwatch report with (B)(6) for the suspect device used in system 2.